Event description:
A consumer's son reported his father's vision has been affected due to a small amount of product getting into the retina of his father's eye following a vitrectomy procedure. Additional info was received from the consumer. The consumer reported he had retained product in the sub-foveal region of his eye following retinal detachment repair procedure for six to eight retinal tears approx two months ago (2009). He stated, he has central vision blindness in that eye. Additional info was received from the surgeon. The surgeon stated the cause of the pt's vision loss is unk and reported the vision loss may be secondary to product retained in the submacular area of the eye, but equally or more likely the cause of the impaired vision is due to the presence of severe glaucoma. The surgeon reported the procedure occurred almost one year ago (2008).

Manufacturer narrative:
No sample returned and no lot number provided. The product literature lists warnings, precautions, adverse reactions, complications and suggestions for resolving events associated with the use of this device, including product retention in the eye. In a follow-up the consumer's surgeon reported the event may be equally or more likely related to the presence of severe glaucoma as to retained product in the eye. Additional info was requested by email, phone and fax on 04/08/2009, 04/09/2009, 04/14/2009, 04/20/2009 and 05/05/2009. A completed questionnaire was received from surgeon.